Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been received at fisher & paykel healthcare (f&p) (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber dome was cracked and leaking water after three days of use. There was no patient consequence.

Manufacturer narrative:
Ps353046, method: the complaint (B)(4) vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The complaint chamber was visually inspected by a trained f&p technician. Results: visual inspection of the returned complaint (B)(4) chamber revealed multiple vertical crack lines on the bottom of dome. Conclusion: the crack is most likely due to mechanical stress and degradation of dome material however the stress source is unknown. It was reported that the crack was discovered after three days of use. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject (B)(4) chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber dome was cracked and leaking water after three days of use. There was no patient consequence.